Event description:
The reporter did meter to hcp meter comparison tests during a routine doctor appointment. Tests were done within 10 minutes. Reporter's meter reading was 84 mg/dl, and the doctor's reading was 204 mg/dl. (The reporter was uncertain as to the type of the hcp meter.) Control test was low, out of range, 67 (92-138). On follow-up reporter reported a control test using new strips and solution with a result in range. It was uncertain if meter code setting was correct; had never set clock. Reporter described accurate coverage and storage. No harm was alleged.